Manufacturer narrative:
The pacemaker was received for analysis. It was noted that the setscrew could not be tightened due to medical adhesive in the setscrew inset and connector block threads. The medical adhesive also prevented adequate wrench insertion which was needed to tighten the setscrew. This medical adhesive contamination was found to be manufacturing related.

Manufacturer narrative:
(B)(4).

Event description:
During implant, it was difficult to tighten the set screw in the header of the device. The screw came out but did not work as intended. A new device was implanted and the procedure was completed with no adverse patient consequences.